Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was used for closing of the skin. Post- operatively, sutures loosen which resulted to temporary inflammation of the wound. It even had hard tissue around wound from the suture. Accordingly, the physician took the sutures out and closed the wound with another suture and put the animal on antibiotics with no further problems.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Information is provided in the future, a supplemental report will be issued.